Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported at a post-procedure device check that the clinician was aware that the patient had a known (right ventricular [rv]) lead issue and that all ventricular tachycardia (vt) and ventricular fibrillation (vf) therapies were programmed off. There was no additional information provided. It was noted at the time of the interrogation that no device or lead performance issue(s) were observed. The lead remains in use. No patient complications have been reported as a result of this event.